Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 22-jan-2026 against lot number 6002851 and similar malfunction code no malfunction code based on complaint information no malfunction code based on complaint information. The review confirmed that lot 6002851 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system (eqms) on 22-jan-2026 against lot number 6002851 and similar malfunction code(s): no malfunction code based on complaint information, no malfunction code based on complaint information. The complaint numbers are (B)(4). Device history record (DHR) review: the lot[?]6002851 was manufactured according to the wi 4905192 version 25 and manufactured in the I-port line, on 05/sep/2023, with a total of (B)(4). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: device history record (DHR) review supports compliance with manufacturing and quality requirements no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: visual test according to wi work instruction version 2 on reference samples, 3 samples out 3 samples passed the test. Functional flow test 1 according to wi work instruction version 2 on reference samples, 3 samples out 3 samples passed the test. Functional leak test 1 according wi work instruction version 2 on reference samples, 3 samples out 3 samples passed the test. All test results were within specification as documented in the attached test report (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi work instruction (monthly trips and alerts) based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2024 due to hyperglycemia and diabetic ketoacidosis and received treatment with insulin pen.